Manufacturer narrative:
B5: describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. F10: adverse event probelm; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
An x-ray report from the imaging facility was received in which no anomalies were identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient that was recently implanted was seen in the clinic with high impedance. The surgeon did point out that his wires were all twisted behind the generator that was previously explanted. Patient did have normal impedance value after this generator change however. The physician wanted to leave the device on even though high impedance was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.